Manufacturer narrative:
Zip: (B)(6), phone: (B)(6). (B)(4).

Event description:
It was reported that during a left knee arthroscopy the forceps were used to retrieve a large loose body in the knee. Upon removal, the forceps snapped and the jaw became detached and remained in the joint. This was approximately 6mm x 3mm. X-ray was then used to help retrieve the foreign body. After multiple attempts to retrieve the piece it was agreed to abandon the procedure.

Manufacturer narrative:
Visual assessment of the grasper confirmed the upper jaw breakage. The lug portion of the jaw remains attached to the shaft. The normally sharp teeth on the lower jaw are rounded over. The lower jaw is also slightly bent downward. This condition is normally attributed to excessive force being applied during use. Per the devices IFU ¿excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿ after the evaluation the root cause for the reported issue is most likely attributed to user error. A review of the device history record was performed which confirmed no inconsistencies.